Event description:
It was reported that during a high tibial osteotomy (hto) procedure, the blade broke at the tip. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by MFR: awaiting device return.

Manufacturer narrative:
The quality investigation is complete h3 other text : disposition of the product is unknown

Event description:
It was reported that during a high tibial osteotomy (hto) procedure, the blade broke at the tip. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.